Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a proglide device after a peripheral intervention procedure using a 6f sheath. Reportedly, the proglide sutures did not achieve hemostasis. Another proglide was used but hemostasis was not achieved as there was still pulsatile bleeding. A non-abbott device was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known.